Manufacturer narrative:
The reported event for the inoperable ipg was not confirmed. As received the ipg was charged successfully and communicated with all lab utilities and did pass the auto diagnostic. The cause of inoperable ipg is unknown.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patients ipg became inoperable. As a result surgical intervention was undertaken during which the ipg was explanted and replaced.